Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber was not returned for analysis; therefore, the as reported fiber rotating within the metal cap cannot be confirmed. Visual analysis was able to be performed of a photo image of the reported fiber. The visual analysis was able to identify severe detritus adhesion to the metal cap, and that the glass cap was detached/separated. Based on visual analysis of the photo image available, an evaluation conclusion code of unintended use error caused, or contributed to event was assigned to this investigation. The observed glass cap detachment probably occurred due to elevated temperatures, near the laser beam output window. The manufacturer previously completed testing that confirmed that the fiber met all design specifications and performed as intended when the fiber is used per the instruction for use (IFU), and the user maintains a 2mm working distance between the tissue, and the fiber tip during use. Further analysis noted that when there is tissue adhesion through constant, and heavy tissue contact, this can lead to continuously elevated temperature at the fiber tip near the laser beam output window. These factors were identified as a major cause of the noted glass cap detachment. The manufacturer was only able to replicate the observed defect when the fiber tip was buried in tissue or there was tissue adhesion on the fiber tip from constant and heavy tissue contact which is in contrast with the operating instructions, thus further supporting this observation was induced by thermal instability from tissue contact / adhesion. As a result of this further investigation, an update has been made to the IFU to include a recommendation to increase irrigation flow by means of a pressurized saline bag to further increase the liquid cooling effect and potentially reduce the observation previously mentioned in addition to following the existing operating instructions to maintain a 2mm working distance.

Event description:
It was reported that during a photo-selective vaporization of the prostate (pvp), the fiber tip broke after 138,000 joules and the laser came out sideways. The fiber was exchange, and the procedure completed without patient complications. Further information provided had clarified that the fiber tip did not break, but that the fiber tip was rotating within the metal cap. The fiber was not returned; however, laboratory was able to perform a visual analysis based on a photo image of the reported fiber. The visual analysis identified that the glass cap was detached/separated.